Manufacturer narrative:
No rewind anomaly noted. Unit passed rewind test, basic occlusion test, prime / compromised force sensor system test and displacement test. However, device received stuck in the motor error loop during bolus / basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The customer stated that the drive support cap was not protruded,loose, or sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.